Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument (atellica im serial # (B)(4)). The cse performed the following: test of wash/aspiration probes, acid and base dispensing volume. Base delivery (dripping in luminometer). Performed the "perform vmm alignments test for the im analyzer. Sample probe alignment with vmm. Cleaned of wash bowl of reagent probes. Note: there was residue into the wash bowl of the reagent probe 3. Internal cleaning of the reagent probe 3 that was not coming down completely at the washing station. Alignment of reagent probes. Requested items for system decontamination. After cse troubleshooting, the samples were repeated on (B)(6) 2020. On the atellica im cov2t assay. The results for the samples were negative (nonreactive). The IFU states in the limitations section: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained discordant reactive atellica im sars-cov-2 total (cov2t) results for samples from several patients when compared to the negative results from an alternate method. The reactive results were reported to the physician and questioned. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant reactive atellica im cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00221 on september 02, 2020. October 23, 2020 additional information: siemens reviewed the instrument logs and reagent trace files. No issues were identified that would have caused the discordant cov2t results. The customer obtained reactive atellica im sars-cov-2 total (cov2t) results for samples from several patients and were negative with the alternate method. There is no patient symptomology or pcr information available. Blood samples collected <14 days from initial positive pcr, patient may not have antibodies yet. It is recommended a sample be drawn later in infection and tested. Blood samples collected >14 days from initial positive pcr additional information is needed. There is not an expectation the siemens cov2t assay correlates with all serology methods. During validation it is expected to observe discordant results due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. The siemens cov2t assay antigen target is the s1 rbd antigen. The alternate method antigen target is the nucleocapsid protein antigen. Based on the information provided, no product problem identified. The instrument is performing within specifications. No further evaluation of the device is required.